Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the infusion set and cartridge multiple times. Customer's blood glucose was 437 mg/dl. Customer resumed insulin therapy after the final supply change. As pump supplies were changed, tandem technical support was unable to determine cause of blockage.